Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) reservoir had migrated after the patient coughed. The reservoir ended up sitting right under the skin on the pelvis of the patient. The reservoir was explanted and replaced. There were no patient complications reported.